Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that over the last couple of months, that they were experiencing uncomfortable sensation like there was an electrical current passing through or a bit like a pulsing sensation, on the labia majora or exterior portion of their female part, which started getting worse after putting up with it after a couple months. Patient stated that they turned therapy off for 2 days, and have not been feeling the sensation. Patient denied having accidents, falls, or any activities that could potentially damage the device. Patient mentioned that they have been getting physical therapy, but the therapist was aware about the details of the device. Agent advised the patient to turn stimulation down, and patient stated that they would do just that this afternoon. Agent recommended the patient to monitor the issue and redirected to the healthcare provider (hcp) if it persists. Agent documented reported events.